Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a gastro feeding tube. The clinician reported that the bumper on the gastro feed tube is not holding the tube up and in position, as a result the balloon migrated into the small bowel. The patient required endoscopy to deflate the balloon and remove the device. The patient is currently doing fine, and a new device was used.

Manufacturer narrative:
Submit date: 05/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.